Event description:
During product evaluation by a baxter service technician, a micromix compounder was found to have failed a gravimetric accuracy test. This condition can lead to incorrect compounding or incorrect labeling of compounding material. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be faulty source occluder pivot links at stations two and three. To correct this condition, a ten position occluder calibration procedure was performed. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. If any additional information is received, a follow-up will be sent. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.